Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 19-june-2018, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and had her clean the outside surface of sample nozzle and run controls. The customer reported intermittent sc errors so she was asked to clean the inside of the sample nozzle and ran with no errors. 20-jun-2015 on-site service was performed where both the main and hybrid sample nozzles were flushed with alcohol. The sample nozzle bearings were lubricated. The most probable cause of the reported event was due to a dirty sample nozzle.

Event description:
On (B)(6) 2015, a customer reported sc errors on quality control (qc) results. All results were low on multiple analytes. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lhii, fsh and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.